Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the upper/lower case was broken, the atrial output connector was broken, and the ring and two side bail covers were missing. It was also noted that the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed and the battery drawer was damaged. (B)(4).

Event description:
It was reported that the external pulse generator (epg) case was broken, there were missing clips, and one of the ports on top was broken off. The epg was returned for repair. There was no patient involvement.